Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue; audible tones and vibratory function are present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the alarm history revealed no indication of malfunction related to the complaint. On investigation, the display screen was functional and illuminated when the pump was powered on. Investigation did not duplicate the alleged blank display screen. The display was noted to be dim, faded and discolored. Adjustment of the contrast settings did not resolve that issue. Unrelated to the original complaint, all the keypad buttons demonstrated intermittent unresponsiveness and required multiple presses to engage. The keypad was noted to be without damage. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Also unrelated to the original complaint the battery compartment was found to be cracked below the finder pad and extending down to the primary seal.